Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was exhibiting error 4516662.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had scratches and cracks on lcd lens screen. The customer stated problem was not duplicated. Event history log was reviewed and the error was found multiple times. Replaced the camflex sensor for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Additional information received and attached by ICU medical on 27-jan-2022: no patient involvement. Event occurred during testing. Event problem and evaluation codes: updated after additional information received.